Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: during tests: black screen. Because the unit can't be turned on, I couldn't do all the tests.defective driver board.replace driver board, it's ok. Burning smell, test the output voltage to determine the fault of the power supply. Replace power supply, it's ok. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: during tests: black screen. Because the unit can't be turned on, I couldn't do all the tests. Defective driver board. Replace driver board, it's ok. Burning smell,test the output voltage to determine the fault of the power supply .replace power supply, it's ok. No patient involvement.